Event description:
Description of event according to initial reporter: the customer tried to place ivc filter and encountered multiple issues during deployment. The first filter would not deploy. They then removed the system and tried to deploy a second filter but faced the same issue. They then removed the second filter with a retrieval kit. They finished the procedure with a competitor's filter. The first filter was placed (g34502) via femoral access. While inserting through hub of the sheath, the filter perforated the sheath, prior to crossing the plane of the body. The user did not pull back on the sheath; however, a filter leg went through the sheath. The whole system was removed. A new sheath was inserted and a new filter (g34502) was advanced through the sheath hub. Upon deployment of the filter in the ivc, the legs would not come out and the filter was tilted up against the ivc wall. Per the user, the vena cava was no smaller than normal. The user opened a gtrs-200-rb lot 16672127 to snare the filter via right jugular access in the ivc. While attempting to retrieve, the filter was lost in the svc. A second access was obtained via the left jugular and the filter was retrieved. A bard filter was used to complete the procedure. Normally the procedure lasts approximately 1 hour, however, this case lasted approximately 3 hours. There was no malfunction of the gtrs. Patient outcome: the first and second filters were removed during procedure requiring the customer to finish the procedure with a competitor's device.